Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that shock button on their device is unresponsive. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analyses center (pac) and the technician was not able to duplicate the issue. The device was able to deliver a test shock using the shock button. The pac technician also performed the buttons test with no discrepancies. Analysis of device electronic records shows that the shock button was detected during the test performed by the fsr. The root cause is likely the test equipment but the exact cause can not be determined. The device is archived by stryker.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that shock button on their device is unresponsive. The device will be further evaluated at the product analysis center (pac). The customer will be provided with replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that shock button on their device is unresponsive. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.